Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely gas leakage from the secondary piping was due to damage on electropneumatic proportional valve unit. The cause of the damage on the electropneumatic proportional valve unit was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited gas leakage from the secondary piping and damage on the electropneumatic proportional valve unit. There was no patient involvement.